Event description:
It was reported that the reporter had been replacing leaky infusion sets for approximately 15 days. Per reporter, per every 10 infusion sets for cvc, 6 or more were reported to be punctured and leaking liquid. Per reporter, while sitting on the sofa, wetness was felt on their chest, and it was discovered that the tube had detached from the plastic support that screws onto the valve. Only one outflow system has caused this problem (detachment of the pipe from the threaded fitting). No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: four pictures were provided by the customer. The reported issue was confirmed as the defects can be seen. There was breakage and a cut in the device. This material degradation was confirmed, however since the actual device was not returned no repair or actual testing of the device was conducted. In case the sample is provided the complaint will be re-open to evaluate the device and make the corresponding tests.